Manufacturer narrative:
(B)(4).

Event description:
It was reported that "cuff leak was found before using. The patient, the pressure cannot be controlled, and the pressure was decreased". No patient involvement reported.

Event description:
It was reported that "cuff leak was found before using. The patient, the pressure cannot be controlled, and the pressure was decreased". No patient involvement reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "cuff [leak] was found before using the patient, the pressure cannot be controlled, and the pressure was decreased". No patient involvement reported.

Manufacturer narrative:
(B)(6). The sample was returned and sent to the manufacturing site for evaluation. The manufacturer reports: "complaint sample received and visual inspection was performed on the product. When reviewing on the inflation line to cuff pressure valve (cpv) joint, tear was found at the area. Leak test was performed to the complaint sample. Presence of air bubble was identified when it was immersed in the water. The leak was found at the tear line to cpv area. DHR was reviewed. No abnormality was found. This lot was manufactured on (B)(6) 2018 and will have been expired on (B)(6) 2021. This complaint sample passed all the necessary inspections based on DHR and the reason as to return sample show tear at the joint of inflation line and cpv could not be determined. The end user was using the expired product while it had already been expired since nov 2021; the product was considered misused by the user."